Event description:
A patient reported experiencing hypoglycemia while using a fasttake meter. On 2001 morning, patient's blood glucose was 142mg/dl on the ft meter. At 05:00pm, patient's blood glucose was 411mg/dl on ft meter. Patient took 9u of regular insulin per their sliding scale, at 08:00pm, patient became sweaty and confused while their blood glucose was 160mg/dl on ft meter. Paramedics were later called and patient was transferred to hospital. Patient was admitted for having "fluid in their lungs". No further information has been reported.